Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Intestinal ulcer is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent replacement of intestinal tube. On (B)(6) 2017, it was reported that the patient presented with granulomatous lesions associated with the jejunal tube, ulcerative lesions at the duodenal level that was endoscopically highlighted. The patient was hospitalized. The patient was treated with nexium, metoclopramide, glucose, viamin b1, vitamin b6, ampiplus, enterol, controloc and ringer serum. The duopa treatment was not interrupted.